Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the instrument was reported for an unknown reason. It did not happen in surgery. It was unknown if there was any surgical delay. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the reclaim prox neck trl 40mm found wear marks on the overall device surface, also the locking bolt was jammed. The observed condition was most likely caused by overtightening or off axis assembly of the locking bolt. A functional test was performed and was able to replicate the jammed condition due to the device does not disengage as intended. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the reclaim prox neck trl 40mm would have contributed to a device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The instrument was reported for not functioning properly. It did not happen in surgery. It was unknown if there was any surgical delay.